Event description:
It was reported that the lead exhibited high thresholds. The implantable cardioverter defibrillator (ICD) was replaced, as the high thresholds caused it to reach elective replacement indicator at an accelerated rate. A new ICD was implanted and lead thresholds were improved using programming options that were not available with the explanted ICD.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.